Event description:
It was reported that the ilet user accidentally pulled the infusion site off the needle, and the agent assisted with applying a new infusion set, consistent with an infusion set deployed incorrectly. There were no reported symptoms, alert,s or alarms. Outcomes included successful replacement of the infusion set with troubleshooting and education completed, without escalation to medical care. Investigation included user guidance and verification of correct infusion set deployment and secure connection. Investigation of this case revealed user handling error related to infusion set placement, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during infusion set application.